Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure, visual impairment and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a clinical patient experienced iop increase, lost 2 or more lines of visual acuity and migration in the left eye against the xen®45 gts. Xen®45 gts has been explanted and replaced with a new xen®45 gts. The reported events have been resolved.